Manufacturer narrative:
(B)(4). The customer reported that the device unexpectedly shutdown. There was no report of adverse impact to a pt. The customer reported to philips at a later date that the issue was a failure of a 6 yr old battery that was in use at the time of this reported failure. The customer has replaced the battery.

Event description:
The customer reported that the device unexpectedly shutdown. There was no report of adverse impact to a pt.